Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A quality investigation was performed on two unused endotracheal plain tubes of i.d. 3.0mm were received for evaluation. The tubes were examined and it was observed that the printing on the tubes that started at 7cm was found correct and corresponding with customer specification requirements. The length of the printing was measured from the tip to the 7cm marking and found within the specification of (+ or - 0.3cm) allowed for artwork graduation markings for the et tube size 6.0. A detailed batch record review was performed finding no discrepancies. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "markings on the ett are 0.5cm more than actual length". It was further reported that the device was returned to assist in the investigation of a previous complaint but has a different lot number than the previous complaint sample. The device was not used on a patient.